Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result the device was not returned. We found that in the process of using, due to the severe degree of bending, there was resistance to enter and leave accessories from the operation channel. Explained the cause of this condition to the hospital and suggested that could detect this scope and this batch of biopsy forceps if they happened. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.

Event description:
When the patient underwent colonoscopy, polyps were found in the transverse colon, and biopsy was planned for pathological examination. However, after the biopsy forcep entered, the biopsy was taken, the user found that the biopsy forcep could not be taken out, neither advance nor retreat. After several attempts, the scope was withdrawn from the body,then the biopsy forcep was taken out, explaining the situation to the patient. This event occurred at the time of during use. There was no report of patient harm.